Event description:
This is the 3rd sensor with this lot # that has malfunctioned. Even though Abbott isreplacing them I felt it was important to report these life-threatening issues. Meter wascompletely reading wrong as compared to 2 different One Touch Meters. The numberare always off by 50 or more. I was woken from sleep on the second night of placing thesensor on my arm saying my reading was 55. Knowing the issues with the previous 2 Ichecked it with my meter and it said I was 100. It alarmed 4 times in the 50's that night.each time I compared it my meter said low 100's. Then the sensor stopped recording. Ijust took a few drinks of a soda and went back to sleep. all day long, the following day, itwould read 50 or more point lower that my meters. Today at 6 I alarmed at 66 anddropping - my meter said 168. Another time sensor read 169 - meter 210. This couldhave really been a serious medical emergency. if I would have treated a low like Inormally do without checking it to a meter I would have went extremely high. pleasecheck into this issue. this has been a scary couple week dealing with thesemalfunctioning sensors. After the 3rd one. I checked and they all have the same lotnumber t60004129. Patient Code: 4582. Device CodeS: 1535, 1013. Reference Reports: CDRH-50038869, CDRH-50038894. This report captures Abbott Diabetes Sensor #3.